Event description:
It was reported that this right ventricular (rv) lead had exhibited erosion and possible infection. Reportedly, the patient pocket was open and can visibly see the wires. No additional adverse patient effects were reported. Currently, the rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).